Event description:
The hosp reported that during a transuretheral resection of prostate, the device sparked. The customer suspected that the wires inside the cable or the connector could possibly disconnected. There was no pt or user injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation revealed that the cable would loose continuity at the working element connector when the connector cable was flexed. This observation indicates that the inner cable wires at the connector are shorted, which caused the user's experience. This report is being reported as an MDR in an abundance of caution.